Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that they had a high blood glucose. The customer¿s blood glucose was 358 mg/dl. The customer treated with bolus. The customer declined for troubleshooting. The device will not be returned for the analysis.